Manufacturer narrative:
82 years is the average age. Majority of patients were female. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. In this case, there was no reported device malfunction associated with the clip delivery system (cds) devices. The reported patient effect of death is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
82 years is the average age. Majority of patients were female. Estimated dates. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device location was not provided. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The serious injury referenced in the article is filed under a separate medwatch report number. "Usefulness of age (=85 years) and residual mitral regurgitation (>1+/4+) for the prediction of adverse outcomes in patients receiving the mitraclip."

Event description:
It was reported through a research article identifying the mitraclip that may be related to cardiac death. Specific patient information is documented as unknown. Details are listed in the attached article, titled: "usefulness of age (=85 years) and residual mitral regurgitation (>1+/4+) for the prediction of adverse outcomes in patients receiving the mitraclip."